Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced for an unspecified issue. No further information is available at this time.

Manufacturer narrative:
Please retract this MDR 2938836-2015-29467. There is no complaint on this device.